Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 2/5 was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress through ((B)(4)).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore, device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 2 of 5. Gts had the patient close the clamps and transfer set to cycle power twice, clearing the error. Gts explained the error indicated a large amount of air had entered into the disposable set. The patient explained she did not disconnect and there were no leaks or unused supply lines. Gts explained the patient would need to discard the supplies and report the errors to their dialysis nurse the next morning. No injury or medical intervention was reported.